Manufacturer narrative:
Device evaluation: a visual examination of the device found that the device was returned in two pieces. The balloon was detached from the device and was inside the protector cap. The inner lumen was detached from the balloon at the distal bond and the outer distal was detached from the balloon at the proximal bond. The balloon was removed from the protector cap and no damage was noted to the balloon material or blades. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon detachment occurred. The lesion was located in a moderately tortuous shunted vessel. During the unpacking of the 4.00mm/1.5cm/140cm flextome balloon it was observed that the balloon had already been detached. The procedure was completed with another 4.00mm/1.5cm/140cm flextome balloon. No complications were reported and the patient's status is good.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon detachment occurred. The lesion was located in a moderately tortuous shunted vessel. During the unpacking of the 4.00mm/1.5cm/140cm flextome balloon it was observed that the balloon had already been detached. The procedure was completed with another 4.00mm/1.5cm/140cm flextome balloon. No complications were reported and the patient's status is good.